Manufacturer narrative:
No failure detected. No images or videos were shared for the event. The technical support engineer (tse) reviewed system logs and confirmed multiple hardware faults by right master tool manipulator (mtmr). A log review was performed on system ((B)(4)) and confirmed the errors (23, 30, 252, 207, 309) that the tse found in logs. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. On (B)(6) 2020, the fse was unable to duplicate error 23/30 on surgeon side console (ssc). Fse replaced remote arm controller (rac) 2 proactively. The right mtm was swapped with the left mtm for troubleshooting and after multiple test drives and wheel status checks there were no communication errors. The fse reseated the low voltage differential signaling (lvds) connections on rac/surgeon back plane (sbp) and advised clinical team along with staff of findings to recreate error state. Fse to monitor site for repeat of issue reported and the customer will callback if they have any issues. Following service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the remote arm controller (rac) associated with this complaint and completed its investigation. Failure analysis (fa) was unable to reproduce the reported issue during in-house testing. The rac board was tested and there was no trouble found. This complaint is being reported due to the following conclusion: system unavailability after start of a surgical procedure (first port incision) contributed to the procedure being converted to laparoscopy. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure the customer encountered non-recoverable errors on the system. The technical support engineer (tse) reviewed the system logs and confirmed multiple hardware faults reported by the right master tool manipulator (mtmr). The tse recommended power cycling the system and cycling the console circuit breaker. The customer power cycled and the faults reoccurred. The surgeon stated that they will convert the procedure to laparoscopic. A field service engineer (fse) will follow up as further troubleshooting is needed. Intuitive surgical, inc. (Isi) completed customer follow-up with the robotics coordinator and confirmed that the system was checked prior to the start of the case with no errors. The patient tolerated the laparoscopic surgery and there was no reported patent injury nor has the patient returned to the hospital due to post-operative complications. Patient information was requested, but was unavailable.